Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 367mg/dl while wearing the pod on his arm for between 36 and 48 hours. He stated that the device had not adhered as well as it normally does; the adhesive around the cannula had become loose, causing the cannula to dislodge. This resulted in the patient not getting his basal or any boluses and his levels would not drop below 220mg/dl until he changed the pod. Treatment included giving insulin but his blood glucose was not going down, checking the pod site, and changing the device. He had also given a manual injection bolus that brought his levels down briefly. The patient stated that the cannula appeared slightly bent and twisted when the device was removed. He could smell insulin and the adhesive was damp.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were noted that would cause the cannula to become dislodged from the infusion site. The soft cannula was found to be in a normal condition with no indication of having been bent or kinked. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. No evidence of damage or manufacturing deficiencies that would result in the pod¿s failure to adhere. The adhesive pad was inspected and no abnormalities were found.